Event description:
It was reported that during an percutaneous transluminal coronary angioplasty, a dissection occurred. The lesion was a calcified lesion located in the right coronary artery (rca). With the use of runway guide catheter, the dissection occurred. The dissection was stented with an unspecified stent. Access was regained with another device and the procedure was completed. No further pt complications were reported. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.